Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit (ICU) due to a blood glucose (bg) level of 497 mg/dl. Cause was unknown. A correction bolus via the pump was administered to address bg. Bg was treated with intravenous saline and insulin. The customer was released from the ICU on (B)(6) 2022 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.